Event description:
Health professional reported that "pt has a leaking painful port, needs replacement. Pt also had abdominal pain." The port was explanted.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the device analysis has not been completed at this time. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Health professional has declined to provide additional information. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."